Event description:
The patient came into the hospital with a portable heartmate ii device (lvad). The nurse was with the patient when the device wires began smoking, sparking, and then caught fire. The device was quickly disconnected and changed to the patient's backup device. There was no harm to the patient.